Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qkyk, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0qkyk, ubd: 14-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient's stimulator was implanted shallow and as a result the patient was having pain at the pocket site. The patient requested explant as a result and after explant the issue was reported as resolved. The reason the implant was shallow was not reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that it was unknown why the pocket was placed shallow. No further complications was reported.